Manufacturer narrative:
(B)(4) date sent: 4/27/2026 d4: batch #289d27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with one gst60g reload present. The reload was received unfired. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Additionally, the device was fired in an articulated position (left and right), and a slight movement was noted in the anvil during firing. However, the magnitude of the device's movement is within the range of movement related to device use. The event described could not be confirmed as the device performed without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 289d27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 3/17/2026 d4: batch #unk. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? Yes did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? What are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No major consequences have been reported yes there were a delay in the case 20 minute. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9707p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy procedure, it was observed that the articulation reset even when the jaw was closed and prior to firing. Another device was used to complete the procedure with a delay of 20 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. D4: batch #a9707p. Corrected data: d1. Investigation summary: this is an analysis of two videos submitted for evaluation. During the visual analysis, the following was observed: the first video shows a device with a loaded black cartridge. You can see them press the articulation button; the device articulates and closes. At the 00:17 mark it appears the device was fired and articulated unintentionally, both to the right and to the left. The second video shows a device and several surgical instruments inside the body cavity. It can be seen that they press the articulation buttons and then display the screen showing the articulated anvil. Based on the videos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9707p, and no non-conformances were identified.